Event description:
A call was made to technical services reporting that there were lines and segments missing on the ldc screen on an external pulse generator (epg). The customer is expected to return the device to the manufacturer. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).